Event description:
It was reported that the pump was experiencing constant errors when loading the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer did not wish to troubleshoot the issues with the pump, and no additional information was received regarding the outcome of the event.